Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large suture cut needle driver instrument jaws were not working properly. The bedside assistant removed the instrument, and one cable was damaged on jaw side. A backup different instrument was used to complete the procedure with no patient harm. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The procedure was completed with back up instrument. No collision was reported. No fragment fell into the patient.